Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, and the button getting stuck and holding down too long. The customer reported no adverse event. The event involved product(s) mmt-876a, mmt-332a, mmt-1884. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-876a, mmt-332a, mmt-1884.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No unexpected no delivery/occlusion alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no delivery/occlusion alarm on 30-nov-2025 at 08:33:15 during basal delivery. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. No delivery/occlusion alarm was not confirmed. Keypad/button unresponsive/button error alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.